Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Conclusion summary: on (B)(6) 2018 it was reported that a metal bushing was missing. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number 03134 as documented in the repair reports in livelink. Product review of the skin graft mesher on (B)(6) 2018 revealed that the roller bushings on the right side plate were missing. The side plates, carrier guide, roller, and roller gear, were all worn. The roller end was galled and worn. The ratchet was worn but functioned as intended. The comb was slightly bent on the ratchet side of the device. The calibration and sample mesh could not be taken due to the missing bushing. The cutters were all tested and produced passing sample meshes. Repair of the skin graft mesher was has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review it was noted that the roller bushings on the right side plate were missing. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the roller bushings on the right side plate were missing. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that a metal bushing was missing and more graft was harvested. The event timing occurred during surgery. This was not a new device. An additional graft was taken during the procedure. The case was delayed 15-20 min while attempting to get the mesher to work and then receiving a second mesher. The surgical technique was utilized. No additional patient consequences were reported.